Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer alleged occlusion was caused by kinked cartridge tubing. An infusion set change was performed resolving the occlusion. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to delivering a bolus too large. Customer went to school nurse and consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.